Manufacturer narrative:
This report is submitted on may 16, 2024.

Event description:
Per the clinic, the patient underwent a magnet replacement surgery (specific date not reported), due to magnet dislodgement during an MRI. The implanted device remains.